Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer saw bubble in the cartridge, did not see insulin coming out of the tubing after he had primed it. Later that same evening, he states that his blood glucose started going up and he was getting results in the 500 mg/dl range, and that he was taking the correction boluses as advised through the pump but his glucose was not coming down. All friday night and then all day saturday his glucose remained high and he was not feeling well. Finally, he said that someone at home with him called the ambulance. The emt did not test his glucose or give him any treatment for high glucose. He was taken to the hospital and admitted. The hospital meter showed that his glucose was in the 500s. His pump and infusion set were taken off and he has been receiving novolog insulin via insulin pen per sliding scale and meals, as well as an injection of lantus this morning. He also has an IV infusion but he does not know what he is getting from the IV line. A request was made for the return of the device.